Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2018 with the following findings: review of the pump¿s continuous glucose monitoring history showed ¿no antenna¿ warning. ¿ant¿ warning is defined as pump/transmitter communication interruption. A test transmitter was paired with the pump correctly. Blood glucose calibration of 120 mg/dl was accepted in both attempts within two hours. The pump and transmitter ran overnight with a steady reading of 115 mg/dl, within +/- 20%. No ¿ant¿ icon or any errors, warnings or alarms occurred during the investigation. Investigation did not duplicate the ¿ant¿ complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that the ant icon appeared in place of cgm readings were displayed for less than three hours while the cgm was in range. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.